Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced three seizures since generator replacement in (B)(6) 2015. Patient was seizure free for three years prior to that. Clinical specialist increased the patient's vns output current from 1.5 to 1.75 ma, magnet output current to 2.0 ma, and auto-stimulation output current to 1.875 ma. The auto-stimulation on time is 30 seconds and off time is 1.1 minutes. Additional information was received that the patient's vns settings were programmed to pre-surgery settings on the day of surgery , which caused patient's increased seizures. The neurologist had indicated to have the device programmed to low settings after surgery but this was not followed. Once the patient's settings were re-adjusted by the neurologist, the seizures resolved. The seizures were reported to be more than what the patient normally experiences. Settings and diagnostics were requested but not provided.